Manufacturer narrative:
Additional information: b5, e4, f10/h6: medical device problem codes (add code), f10/h6: component codes (replace code), h10, h11. B5: upon additional information, the staff found the tube wall was cracked and leaking. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from an unspecified location. It was suspected that the device leaked from the tubing itself, causing liquid to spill onto the floor. This occurred during a patient infusion of iron. The set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, g2: report source (add source), h3, h4, h6 (update codes), h11. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; all components were correctly placed and according to specifications. Pressure and clear passage testing was performed and a leak from the third y-site clearlink was observed. An autopsy was performed on the third y-site clearlink and a hole in the gland was identified. The reported condition was verified. The cause of the defective gland is related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.